Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. 3013756811-2022-97050

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.